Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The reporter requested contact to a local company representative (rep). It was reported the patient was in pain and was in the hospital. It was noted they did a MRI and the patient did not know if the MRI was the problem. It was noted the patient was having a lot of low back pain that was not there before she was in the hospital. The patient was not hearing the pump alarm. The patient had heard the pump alarm before and she had not heard it. The patient was going back to the hospital on (B)(6) 2018 so we could ¿send a tech to the hospital to check the pump if they do not want to do it over the weekend.¿ it was further reported if she was in a certain position she was ok. The patient was to follow-up with the healthcare provider (hcp). Additional information was received from a healthcare provider (hcp) on 2018-sep-06 indicated a motor stall was seen at initial interrogation and the patient recently had a MRI on (B)(6) 2018. It was not less than 2 hours since the patient exited the MRI field. It was further reported the patient did not have the pump status checked post MRI and the patient came to the office on (B)(6) 2018 with some slight increase in pain and a dosing increase was done. The pump was showing a motor stall and tube set message. The pump status was rechecked with logs and the logs showed no motor stall recovery and it was discussed to recheck the pump status again in 20-30 minutes for a recovery. Telemetry state was reviewed. The change in therapy/symptoms was gradual and the event date was (B)(6) 2018. Additional information was received from the company representative (rep) on 2018-sep-07 and the rep called for assistance in getting and reviewing pump logs. A motor stall recovery occurred on (B)(6) 2018 at 13:16. No further complications were reported/anticipated orexpected.